Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the patient underwent a primary right l5-s1 spinal root decompression. Five weeks later, the patient presented with frozen back syndrome. The investigator noted the event as moderate in intensity. Patient had a frozen back. The pt was referred to physiatry and the pt's symptoms were relieved after therapy, epidural steroid injections and nsaid's. The event resolved with treatment 13 weeks later. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as noncompliance with postoperative exercise routine.